Event description:
The customer reported that an 840 ventilator was inoperable. The ventilator was not in use on a patient at the time the malfunction occurred. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The customer reported to not have been able to duplicate the alleged malfunction. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).